Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 140 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer has called a while back, his insulin pump would shut off and then start counting down. The customer was advised that the issue was due to the battery cap and after receiving a new, the issue continued. The customer would like his insulin pump to be replaced. The customer's blood glucose was unknown at the time of the call.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime test and excessive no delivery test or verify numbers scrolling due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.